Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of the pumps shutting off was confirmed. The pcu event log showed that on (B)(6) 2016, all four pump modules experienced channel disconnects in almost the exact same way at two different times, beginning at 3:50 am and again at 3:54 am. Each time, unit b (pump module s/n (B)(4)) disconnected first, followed by units c (pump module s/n (B)(4)) and d (pump module s/n (B)(4)) and then unit a (pump module s/n (B)(4)). The first three devices disconnected due to loss of communication and the last device disconnected due to loss of power. Visual inspection showed the pcu was received in overall fair condition with the instrument seal intact. The rubber boot was missing from the back switch and the rear case had cracks along the top and at the corners. No issues were noted with the iuis. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal intact. Fluid ingress was noted around the membrane frame and the membrane frame was broken where it was screwed into the bezel. The release latch was sticky and difficult to release. No issues were noted with the iuis. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal intact. Fluid ingress was noted around the membrane frame and the platen. A crack was observed at the lower door hinge. Foreign material/corrosion was observed on both iuis. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal intact. Fluid ingress was observed around the right iui and around the membrane frame. The membrane frame was broken where it was screwed into the bezel. The iuis were observed to be clean. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal intact. Fluid ingress was observed around the membrane frame and the membrane frame was broken where it was screwed into the bezel. A crack was observed at the lower door hinge. The iuis were observed to be clean. The devices were all manufactured in 2009; all of the iui connectors had date codes of either (B)(6) 2016 with the exception of two (date codes of (B)(6) 2009 and (B)(6) 2015), . The root cause of the pumps shutting off with channel disconnects was not identified. The most probable reason is contaminated or corroded iuis, however functional testing failed to replicate the channel disconnects. It is unknown if the iuis on the devices are the same iuis that were installed during the reported event. At least one iui had been replaced prior to being returned for investigation.

Event description:
The customer reported that 4 pump channels shut off while infusing leveophed, vasopressin, propofol and lasix to a patient. As a result, the patient's blood pressure dropped. Received a copy of the customer's medwatch report from FDA, which states "the patient was receiving levophed, vasopressin drips, along with propofol and lasix drips via alaris infusion system with 4 channels. All four channels cut off. Patient s blood pressure plummeted. All channels showed communication error. There were two channels connected to each side of the pc. Nursing staff indicated that the channels cut off indicating communication error. They reconnected the channels and they worked temporarily but then failed a second time. At that point the pc and channels were replaced. Nursing advised that there was a drop in the patient's blood pressure, but the patient was extremely unstable prior and the short delay did not result in any injury to the patient."